Event description:
Information received by medtronic indicated that the patient had a phrenic nerve palsy during a cryoablation procedure. Two ablations were performed in the lspv, lipv and ripv without any issues. During the first ablation of the rspv, the diaphragm stopped responding and the ablation was terminated at 62 seconds (at a temperature of -45 celsius). Ablation of rspv was completed using a radiofrequency (rf) catheter. The diaphragm response had not recovered when the patient left the room and the patient was placed in monitoring. The phrenic nerve palsy still persisted when the patient was discharged from the hospital though the patient experiences no symptoms. Additional information received (B)(4) 2015: there was no treatment, and fluoroscopy was performed for follow-up. Almost remission was confirmed at a follow-up on (B)(6) 2015.

Event description:
Information received by medtronic indicated that the patient had a phrenic nerve palsy during a cryoablation procedure. Two ablations were performed in the lspv, lipv and ripv without any issues. During the first ablation of the rspv, the diaphragm stopped responding and the ablation was terminated at 62 seconds (at a temperature of -45 celsius). Ablation of rspv was completed using a radiofrequency (rf) catheter. The diaphragm response had not recovered when the patient left the room and the patient was placed in monitoring. The phrenic nerve palsy still persisted when the patient was discharged from the hospital though the patient experiences no symptoms.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction. Bin files and failure files were reviewed and did not show any system notices for the date of event. Bin files showed that at least 11 injections were performed with the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.